Event description:
Related manufacturer reference number: 2017865-2022-44995. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise and had inconsistent lead impedance trend. The rv lead had noise that was replicated with device/pocket manipulation and any time the patient moved their left arm around. It was also found that the rv lead had no capture. Programming changes were performed and the patient was scheduled for a procedure. On (B)(6) 2022 the right ventricular lead was explanted and replaced. It was also reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, varying low voltage impedance, oversensing noise, and lead fracture were confirmed. As received, a complete lead was returned in two pieces. A scanning electron microscope evaluation verified all filars of the inner coil were fractured at the proximal region. The cause of the reported events was due to the fractured inner coil consistent with bending fatigue.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise and had inconsistent lead impedance trend. The rv lead had noise that was replicated with device/pocket manipulation and any time the patient moved their left arm around. It was also found that the rv lead had no capture. Programming changes were performed and the patient was scheduled for a procedure. On (B)(6) 2022 the right ventricular lead was explanted and replaced. During the procedure, it was noted that the lead was fractured. It was also reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.